Manufacturer narrative:
Investigation conclusion: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product use. Source: phone.

Event description:
Customer reporting testing confirmed positive for sars by both qv otc and another brand rapid antigen test. Customer was prescribed paxlovid and took it for 5 days. Customer states that it has been 2 weeks and is positive by qv otc but negative by another brand rapid antigen. No confirmation testing has been performed. Through interview it was found the customer was using an expired kit.